Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303, f15. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with 4 ml of belkyra¿. It was not reported if the belkyra¿ skin grid was used. Ten days later, patient reported redness and swelling. Patient was instructed to continue ice packs and roll the hardness part daily 2 days later. The next day, patient prescribed antibiotics. The event got worse 4 days later and the patient was advised to go the hospital, where a CT scan was performed that noted abscess superficial to platysma. Abscess was drained and patient was given IV ceftriaxone + flucloxacillin, analgesia. Patient was discharged same day with augmentin duo forte and endone (oxycodone). The event status is unknown.